Event description:
It was reported that an alert was received showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended but the physician has elected to monitor the patient. Device remains implanted.